Manufacturer narrative:
The insulin pump was returned with a depleted energizer battery in the battery tube. However, the insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, cracked display window, cracked belt clip slot and cracked case near the display window corners noted. Data analysis of the insulin pump history download between the dates of 04/3/2016 through 04/10/2016 shows that the insulin pump had a daily total of 1.875u to 73.30u a day. Bolus daily total was 0.0u to 44.175u a day. Basal total was 1.875u to 29.125u a day.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer as hospitalized on (B)(6) 2016. The cause of death was diabetic ketoacidosis, coronary artery disease, and chemical pneumonia. The caller stated that the customer was vomiting and the caller believes because of this the infusion set dislodged. The customer's blood glucose at the time of death was 560 mg/dl. The customer was not wearing the insulin pump at the time of death; it was removed four days prior to death, by the emergency room staff. The customer was put on insulin drips. The customer was using sensors; however, he was not wearing one at the time of death. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.